Manufacturer narrative:
A philips field service engineer (fse) visited onsite and confirmed the reported problem. The fse confirmed that there was no sound from the loudspeaker, and the monitor displayed loudspeaker error. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. E1 reporting institution phone#: (B)(4).

Event description:
It was reported that the intellivue multi measurement server x2 had a faulty speaker with no sound. The device was in use at the time of the event. There was no adverse event reported.